Event description:
An impella 5.5 device was inserted surgically into the left axillary/subclavian artery in a 51-year-old male patient with a past medical history of a prior coronary artery bypass graft (CABG) and dialysis, presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in society for cardiovascular angiography & interventions (scai) stage d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG). While the patient was in the intensive care unit (ICU), there was about 3 liters of blood output noted in the jackson-pratt (jp) drain at the insertion site. Multiple units of packed red blood cells (prbcs), platelets, and fresh frozen plasma were given. It was noted that the patient had underlying coagulopathic conditions and elevated liver function test (lft) labs. The patient continues on support. While on support, the impella functioned as intended for lv unloading at p-6 at 3.6l/min with d5w sodium bicarbonate in the purge solution. High-risk cardiac surgeries require intense blood thinners, increasing the risk for bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes were updated. H1 type of reportable event was updated from serious injury to death.

Event description:
Updated clinical narrative on 7/14/2026: additional information was received that after 11 days and 12 hours on support, the patient expired. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in post-cardiotomy cardiogenic shock and low cardiac output syndrome, complicated by stage d shock, dependent on high-dose vasopressor support. Prior clinical narrative: an impella 5.5 device was inserted surgically into the left axillary/subclavian artery in a 51-year-old male patient with a past medical history of a prior coronary artery bypass graft (CABG) and dialysis, presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in society for cardiovascular angiography & interventions (scai) stage d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG). While the patient was in the intensive care unit (ICU), there was about 3 liters of blood output noted in the jackson-pratt (jp) drain at the insertion site. Multiple units of packed red blood cells (prbcs), platelets, and fresh frozen plasma were given. It was noted that the patient had underlying coagulopathic conditions and elevated liver function test (lft) labs. The patient continues on support. While on support, the impella functioned as intended for lv unloading at p-6 at 3.6l/min with d5w sodium bicarbonate in the purge solution. High-risk cardiac surgeries require intense blood thinners, increasing the risk for bleeding.